Manufacturer narrative:
The provider evaluated the device and found that the batteries needed to be replaced. The batteries were replaced and the device is now working properly. Should further information become available, a follow-up report will then be issued.

Event description:
Customer alleges he was driving up onto lowered handicap curb on corner of sidewalk when scotoer cut out and he fell off.